Event description:
On february 28, 2023, a reporter for the lay user/patient contacted lifescan (lfs) india, alleging that the patient¿s onetouch verio flex meter was reading inaccurately low. The complaint was classified based on the customer care agent (cca) documentation. The reporter was unable to confirm when the alleged meter inaccuracy began. The reporter claimed the patient obtained what they felt were inaccurate low readings of ¿around 200 mg/dl¿ with the subject meter. The patient manages their diabetes with a combination of insulin (humalog 30 units at breakfast, 10 units at lunch and 10 units at dinner; basalog 40 units at bedtime). The reporter stated that based on the results obtained with the subject meter, the patient continued to take their normal insulin dosage and did not make any changes to their regimen. The reporter stated that on (B)(6) 2023, the patient was hospitalized with "renal calculi infection" due to "uncontrolled diabetes". The reporter attributed the patient¿s uncontrolled diabetes to them not making changes to their therapy as the meter showed ¿usual results¿. In the hospital, the patient was given insulin to manage their diabetes and unspecified treatment for renal calculi. The reporter stated that during the hospitalization, a lab test was performed and a result of ¿260 mg/dl¿ was obtained compared to a result of ¿200 mg/dl¿ on the subject meter, performed at the same time. The reporter also stated that a comparison was performed with the hospital meter (accu-chek) and a result of ¿240 mg/dl¿ was obtained compared to ¿around 200 mg/dl¿ on the subject meter, performed within 1 minute of each other. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strip vial was intact and the test strips were stored correct and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention and hospitalization after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.